Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was exposed to water after the customer went into the tub. The blood glucose reading was 145 mg/dl. The customer's mother stated that there was no visible fluid in the display, and the insulin pump did seem to come on; however, she stated that the insulin pump alarmed failed battery test and had a dark circle at the top. Upon troubleshooting, it was found that the insulin pump had alarmed failed battery only due to the removing and reinserting of the same battery. The insulin pump passed the self test, and the caller was advised to monitor the insulin pump. Nothing further reported.